Event description:
A copy of a journal article was received by shiley which reported that a pt had surgery to replace their bjork-shiley delrin disc mitral heart valve due to regurgitation. According to the article, the pt experienced dyspnea and was diagnosed with congestive heart failure prior to surgery. The pt survived surgery. According to the article, examination of the explanted valve showed that "the delrin disc was badly eroded. Edge wear had been causing severe prosthetic valve regurgitation."